Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. An unspecified rota device was used for ablation then a non bsc balloon catheter was advanced for predilation of the lesion. A 2.50mm x 20mm promus element plus stent was advanced but was not able to cross the target lesion. The device was removed and it was found out that the edge of the stent lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked. The kink was located at 26.7cm distal to the strain relief. An examination of the crimped stent found that the first three rows from the distal end of the stent was stretched. No other damage was visible along the entire device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. An unspecified rota device was used for ablation then a non bsc balloon catheter was advanced for predilation of the lesion. A 2.50mm x 20mm promus element¿ plus stent was advanced but was not able to cross the target lesion. The device was removed and it was found out that the edge of the stent lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).